Event description:
On (B)(6) 2012, the distributer contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation confirmed no auditory sound during start up. All auditory settings were set to high and tested. There was no sound during testing. Removed cover and adjusted the height of the piezo contact pins. Replaced cover and re-started pump. Auditory tones returned. The piezo contacts were not making a full contact causing the audible alarm sound loss.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.